Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead presented high capture threshold measurements, undersensing and low impedance measurements, so the patient was examined by x-ray imaging and the lead was found to had become dislodged, so it was explanted and a new lead was implanted. No additional adverse patient effects were reported.